Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed, and it was unable to recover. The field service engineer was found that the drawer did not open due to a bad legacy controller board. The board was no longer being made, and a new drawer was ordered.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer failed, and it was unable to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.